Manufacturer narrative:
The reported event of setscrew not screwing properly, and setscrew came out of the device was confirmed. Analysis revealed the user of the torque wrench was stripping the atrial setscrew inset due to incorrect wrench insertions while attempting to tighten it. The user then incorrectly forced the wrench down into the inset with the corners of the wrench tip being wedged into the inset walls. The wrench tip wedged into the walls stuck the wrench tip and setscrew together. The physician then pulled the wrench out of the device through the septum with the setscrew stuck to the wrench tip. The user also stuck the wrench in the v-setscrew with the same incorrect wrench insertions and pulled that setscrew out of the device through the septum. This problem is related to the user¿s incorrect use of the torque wrench.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the set screw of the pacemaker was too loose. The pacemaker was not used and replaced. The patient was in stable condition.